Event description:
The physician implanted the ribbon device 2009. The following day, the device broke postoperatively which required the physician to re-operate. The physician attempted to suture the broken device, however, was unsuccessful. The following month, the physician removed the originally implanted device and implanted a replacement.

Manufacturer narrative:
The explanted device has been returned to the manufacturer and requires evaluation. The ribbon device currently has a 24 month self life. This lot of ribbon devices had an expiration date of 2008. This device was implanted 2009. Coapt does not have data supporting use of this product five months after expiration date. The batch record for this lot has been reviewed which contains no abnormal manufacturing events. There is a low occurrence rate device breakage related to the endotine ribbon device.